Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 21 mg/dl at the time of the incident. The customer was in the 350 to 400 mg/dl range before being put back on the pump. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported 4 infusion sets with adherence issues. The customer was taking medication that their endocrinologist adjusted their settings for. The insulin pump will not be returned for analysis.